Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation was not performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, patient was started on duopa therapy. On an unknown date, the patient underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After an unspecified period of time, patient developed sepsis. It was reported that the patient was admitted to the hospital for 11/2 months and was released on (B)(6) 2019. Duopa titration was not started until (B)(6) 2019. Though requested, additional information including cause of sepsis was not provided.